Event description:
A report was received that a patient experienced difficulty charging and had to undergo a pocket revision. The physician repositioned the patient's implantable pulse generator. The patient is reportedly doing well following revision surgery.

Manufacturer narrative:
This is the final report.